Event description:
It was reported that the anesthesia system failed the inspiratory and expiratory valves test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our technician investigated the system and the reported failure was reproduced. According to the information provided by the technician, the leakage could be detected in the system depending on the position of volume reflector. It was judged that it was adapter assembly that caused misalignment of volume reflector and therefore occurrence of leakage. The mentioned part was replaced. Device logs nor replaced part have been available for the further analysis of the issue. The root cause of the reported event has not been determined.

Event description:
Manufacturer's reference #: (B)(4).